Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative had the home patient cycle the power on the homechoice to clear the alarm. The technical service representative explained the alarm to the home patient. The technical service representative had the home patient check the supply lines. The home patient stated that there was an open clamp on an unused supply line. The technical service representative explained to the home patient that is was caused the alarm. Proper procedures were reviewed with the home patient. The home patient does not want to start over and does not have any manuals. The home patient will leave solution in them until the next therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Having an open clamp on an unused supply line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.